Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken striated on anterior side assessed as surgical damage.and missing piece of shell assessed as inconclusive. ¿ pain: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ red particles on the surface on the shell. ¿ crease fold observed. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported rupture. The device has been explanted. This relates to the right side.